Manufacturer narrative:
(B)(4) the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent surgical replacement of the ascending thoracic aorta and aortic arch along with an "elephant trunk" procedure as a first stage to repair an inflammatory thoracic aortic aneurysm. On (B)(6) 2010, the patient underwent an endovascular procedure using two gore tag thoracic endoprostheses (tgt2815/7771030, tgt2815/7819872) as the second stage to repair the inflammatory thoracic aortic aneurysm. Final angiography revealed a type ii endoleak from a lumber artery, and the physician elected to monitor the patient. The patient tolerated the procedure. On (B)(6) 2010, post-operative imaging showed that the endoleak had resolved without intervention. On the same day the patient was discharged. Subsequent follow-up imaging showed no issues, with the aneurysm measuring 45 mm. On (B)(6) 2011, follow-up imaging revealed the aneurysm measured 50 mm. The cause of the aneurysm enlargement was reportedly unknown. The physician elected to monitor the patient. Subsequent follow-up imaging showed no endoleak, and the aneurysm measured 51 mm. The physician elected to monitor the patient. No further information is available.